Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6), 320-15-01 - eq rev glenoid plate (B)(6), 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6), 320-42-00 - equinoxe reverse 42mm humeral liner +0 (B)(6), 531-20-00 - shldr gps rvrs drill kit (B)(6), 531-78-20 - shouldr gps hex pins kit (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right reverse total shoulder arthroplasty. Subsequently, it was reported that the humeral liner disassociated from the humeral tray which resulted in wear of the glenosphere and humeral tray. As a result, the patient underwent a right shoulder revision approximately 1 year and 11 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 - type of investigation, investigation findings, investigation conclusions and h11 the revision reported was likely the result of disassembly between the humeral liner and humeral tray leading to subsequent metal-on-metal articulation between unintended components. Potential contributions to humeral liner disassembly include patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above. However, humeral liner disassembly and prosthesis wear cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.